Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to repeated errors 23087 and 23138. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the error 23138 in the logs, but the errors could not be replicated during testing. The unit was tested on an in-house system, and it did not trigger any errors. The unit was tested on a test platform, and it passed required tests. The carriage was opened to inspect the instrument sterile adapter (isa) and rotors; excessive play was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable errors on universal surgical manipulator (usm) 4. The customer attempted to recover the errors with no success. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the errors. The customer disabled usm 4 and continued the procedure. The procedure was completed as planned with no reported patient injury.